Event description:
It was reported by the patient that the patient has been short of breath, "bit of a problem" with his heart "jumping out of rhythm." The patient understood the battery was at "2.64" but questioned why the device was not treating irregular heart rate. The patient's son is concerned that the device is not functioning as it should be and will discuss a replacement with the physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.